Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to power cycled helmer. A field service engineer power cycled helmer turned battery off and back on. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b4 - corrected - date of this report from 02-jan-2024 to 02-jan2025.